Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event. The blood glucose level was 300 mg/dl. No further information was available.